Manufacturer narrative:
Evaluation of returned device found no evidence of product nonconformance. A root cause determination was inconclusive.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This product is manufactured by zimmer (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer (B)(4) manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 19 states, "persistent pain." Number 20 states, "post operative tibial plateau fractures."

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to tibial plateau fracture and pain. The tibial tray was removed and replaced.